Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during device change out, noise was observed. Original lead was capped and lead in question was implanted. Upon dft testing, new lead exhibited noise. Device was changed out. During follow up, noise was still present. Lead remained implanted.